Event description:
It was further reported that there was a "red heart alarm" and controller had a power loss event, the pump stopped for 13 seconds.

Manufacturer narrative:
Correction: b5 product event summary: two batteries were returned for evaluation. The controller was not returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log files analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events due to momentary disconnections involving (B)(4) as well as momentary disconnections that did not lead to premature power switching involving (B)(4). Momentary disconnections will result in an audible tone or ¿beep.¿ a power source lubrication procedure was performed on (B)(6) 2018. As a result, the reported premature power switching events and ¿beeps¿ after lubrication were confirmed. Log file analysis also revealed a controller power up event on (B)(6) 2019, at 12:10:32. The data point prior to the loss of power r evealed that (B)(4) was connected to power port one with 59% relative state of charge (rsoc) and (B)(4) was connected to power port two with 95% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one and (B)(4) was connected to power port two. The controller was without power for 9 seconds. No alarms were logged near (B)(6) 2019. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the reported ¿red heart alarm¿ was confirmed. The most likely root cause of the reported "red alarm" was the result of the controller restarting after a loss of power. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the reported premature power switching events and ¿beeps¿ after lubrication can be attributed to momentary disconnections due to fretting corrosion of the controller power port pins. Additional products: battery (B)(4) d10: yes, return date: 2019-03-27 h3: yes dev rtn to MFR? Yes h6 FDA method code(s): 4112, 10 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery (B)(4) d10: yes, return date: 2019-03-27 h3: yes dev rtn to MFR? Yes h6 FDA method code(s): 4112, 10 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2018-07-27, UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 2017-07-27. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-01-31, UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 2016-01-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeping and saw the controller switch from power port one to port two while the batteries had a capacity greater than 25%. It was further reported that the controller had a power loss event and the pump stopped for 13 seconds. The controller remains in use and the batteries were exchanged. No patient complications have been reported as a result of this event.